Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h10, h11. Corrected fields: e3. Additional contact information: (B)(6). A getinge field service engineer (fse) evaluated the unit and resolved the issue by replacing both pneumatic module assy and batteries. Fse then tested the safety and functionality as per factory specifications and iabp was then returned to customer for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during a routine check , the cardiosave intra-aortic balloon pump (iabp) unit had a bad pim. The pim was replaced and the battery alarm stating no usable batteries detected. There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a